Manufacturer narrative:
Concomitant product: 5076 implantable pacing lead, 2012 (B)(6). (B)(4). No eval explanation: lead remains implanted in patient.

Event description:
It was reported that the right ventricular lead dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.